Manufacturer narrative:
The reported events were insulation damage, failure to capture, and lead dislodgement. The reported event of insulation damage was confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspection found the outer lead insulation was broken /separated at 9.0cm from the connector pin. The cause of the reported event of insulation damage was consistent with procedural damage. X-ray examination found the inner coil was over torqued with two filars broken / separated inside the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cutting and cleaning the distal end of the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing found shorting between conductor paths due to the over torqued inner coil inside the connector region.

Event description:
It was reported that the right ventricular lead exhibited failure to capture. Upon further investigation, it was noted that the rv lead was dislodged and had insulation damage. It was confirmed via visual inspection. The rv lead was explanted and replaced. The patient was in stable condition.